Event description:
It was reported that the patient underwent a transforaminal lumbar interbody fusion at l4-5. Six days post-op an infection was suspected. The patient had fever and pain, and blood test results suggested possible post-operative infection. When re-opening the wound 7 days post-op, greenish liquid came out; as a result, the wound irrigation was provided and all posterior constructs were removed; only a vb replacement was left in the patient. No additional information is available at this time.

Manufacturer narrative:
(B)(6). (B)(4). This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k # k091974 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.